Event description:
It was reported tha the customer was hospitalized with dka. Customer oringinally called regarding frequent a-35 alarms. Tech explained that this alarm is often the result of a site issue and instructed to change the infusion set. Customer had been hospitalized for high blood sugars a couple days ago.